Event description:
It was reported, the jaw fell off the ultrasonic surgical device about 15 minutes into the hysterectomy procedure and it was retrieved. The intended procedure was completed with a replacement device. There was no report of patient harm. New information from the customer changed the initial reported event from a reportable malfunction to a serious injury.